Event description:
It was reported that the concerto coil could not pass through the microcatheter during the procedure. A new medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary device used was a microcatheter. Additional information received reported that the resistance was at the catheter hub. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage overserved to the coil or catheter. The catheter was not a medtronic product.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the concerto implant coil was returned for analysis within a shipping box; within a sealed plastic pouch; within an opened concerto implant coil outer carton and within a resealable plastic bag. The unknown catheter used during the event was not returned. The concerto implant coil was returned without introducer sheath. Visual inspection/damage location details: the concerto coil pushwire assembly was found to be not returned. The implant coil was found to be detached, stretched, and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath hub¿ was unable to be confirmed. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). The model and lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.